Event description:
Per the clinic, the patient experienced continued issues with granulation tissue at the abutment. Subsequently, the abutment and the internal fixture was explanted on (B)(6)2025. Re-implantation is planned but had not taken place at the time of this report.